Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After dilatation was performed with a percutaneous cutting balloon, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for further dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a non-compliant balloon. No patient complications were reported.